Manufacturer narrative:
Device evaluation summary: three devices were returned for evaluation. Visual inspection confirmed that the devices were returned with t2 out from underneath the blue straw but still behind the dimple, indicating that t2 was advanced prematurely. Two of the devices appear to be cut right at the sliding knot. Other than an external instrument the only area of the ultra-fast fix device that has the potential to sever the suture would be the needle tip itself and not the tip of the implant, as assumed by the reporter. In all instances, care should be taken to ensure the suture is not inadvertently cut with the needle tip. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. At this time it is unclear what may have caused the user to experience the reported issue. (B)(4).

Event description:
During a knee scope/acls procedure using an ultra fast-fix assy - reverse curve it was reported that at the first insertion after pull back, the anchor tip cut the suture. Surgeon attempted three times with the same product lot#. The rep surmised that the 1st implant was left in the meniscus. This issue was after deploying the 1st implant and then pulling back the suture was getting cut, which left them unable to deploy the 2nd implant. There was a 30 minute delay in the procedure. There were no reported patients injuries or complications. Additional information confirmed the button piece was left in the patient on all three ultra fast-fix reverse curved ref 72201492 lot 50448714. When pulling back the thread (loop) severed in half and was pulled out. The fourth was a different lot number but same product and worked successfully.